Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. The message was cleared. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.